Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver energy during defibrillation. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluate by the manufacturer.

Event description:
The customer contacted stryker to report that their device failed to deliver energy during defibrillation. This issue is patient related; however there was no adverse event reported.